Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: a review of the black box showed call service 064 occlusion during prime alarms with deliveries resumed. The last bolus delivery was a 10.9 unit normal bolus. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. The pump cover was removed to find no defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ on the meter remove (=600 mg/dl). The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump emitted call service alarm 064 three or more times during the rewind/load step. The patient also was reported to have been recently hospitalized for pancreatitis. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a possible diabetes management issue. There also may be a training/misuse issue as the patient should have a back-up insulin delivery plan in place in the event the pump is unable to delivery insulin to the patient during such time as the occurrence of repeated call service alarms.